Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during deployment of the second clip, the clip opened to inverted position while locked. If this were to reoccur, there is potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 2. The second clip delivery system (cds) was advanced to the mitral leaflets, and leaflet grasping was performed without issue. The gripper lever cap was opened and the gripper line was unwrapped. During the first attempt to establish final arm angle (efaa), the clip opened to the inverted position. A check of the lock lever showed that it was not fully advanced; therefore, the physician tried to fix the gripper, but when he pulled one end of the gripper line, the other end was pulled into the gripper lever by mistake. It was no longer possible to raise the grippers; therefore, the clip was retracted to the left atrium, and the clip was closed without issue. The cds was removed and replaced. A new cds was used without issue. With 2 clips implanted, mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system was returned for evaluation. The reported inability to establish final arm angle was not confirmed via returned device analysis. The investigation concluded that the reported user experience was related to the user error of not fully advancing the lock lever during testing to establish final arm angle (efaa). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per the mitraclip instructions for use (IFU), the first efaa testing should be completed before establish gripper line removability is tested. Additionally, the mitraclip IFU indicates that efaa is performed with the lock lever fully advanced, turn the arm positioner in the open direction until resistance is first noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.